Event description:
Patient was intubated at the bedside by the intensivist. Required 2 attempts. Patient continued to need respiratory support to maintain full volumes. Endotracheal tube (ett) was exchanged due to a blown cuff.